Event description:
Reported due to vessel rupture following use of prostar xl 8fr. The physician attempted an arteriotomy closure with a prostar xl 8fr following an interventional procedure. The physician did not achieve hemostasis with the device. Surgical intervention was required to achieve hemostasis. The physician reported that the vessel "ruptured" due to the severe calcification of the vessel. Although requested, additional information was not provided.